Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was difficulty occluding the right superior pulmonary vein (rspv) and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was found in the handle of the balloon catheter. It was suspected that the balloon ruptured. The coaxial umbilical cable and balloon catheter were removed from the patient. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data file confirmed system notice (#50032) ¿the safety system has detected a compromised outer vacuum¿ in the beginning of inflation mode of the application fifteen with catheter 2af283/ 21659. Patient file showed at least fifteen applications were performed with this catheter on the date of the event. Patient data file also confirmed system notice (#50002) ¿the system has detected an electrical component failure¿ in application six with catheter 2af283/ 69581. Data files showed at least six applications were performed with this catheter on the date of the event. Failure data file confirmed system notice (#50006) ¿blood detection¿ right after the system notice (#50032) ¿the safety system has detected a compromised outer vacuum." External visual inspection of balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for fifteen applications. System notice (#50005) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered when the catheter was connected to the test console. Dissection showed a guide wire lumen breach / kink 1.38 inches from the tip. Dissection of the handle showed traces of blood inside the y-block, service loop, and vacuum line. Pressure test revealed a leak through the guide wire lumen, however, the balloon integrity was intact; no breach was observed. In conclusion, the reported system notice (#50006) indicating that ¿the safety system had detected blood in the catheter handle, stopped the injection, and disabled the vacuum¿ was confirmed through the data analysis. However, the triggered system notice (#50005) indicating that ¿the safety system has detected fluid in the catheter and stopped the injection¿ during the product analysis, which was caused by the guide wire lumen breach, and may directly relate to the reported system notice (#50006) ¿the safety system has detected blood in the catheter handle, stopped the injection, and disabled the vacuum." The balloon catheter failed the inspection due to a guide wire lumen breach and kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.